Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with possible multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the vet that performed the surgery was under contract and is no longer associated with the clinic as there were issues with vet's performance and quality of work. When the pets were brought in due to the spay/neuter site dehiscing, dr. Found that the knots were not tied properly and sutures let go. Surgeon error seems to be the problem. The clinic just wished to know if there were any other complaints. However, they used the same material and lot number to fix the prior surgery with no issues what so ever. Please clarify what the suture issue was? Did the suture break during use? Did the suture separate from the needle during use? Provide the total number of procedure where this issue has occured? For each procedure provide the following: event description. Product code and lot number. Event date. Procedure name. Patient consequence. Quantity involved. Were any of the cases previously reported? If yes, provide complaint.

Event description:
It was reported that the animal underwent the spay/neuter procedure on unknown date and the suture was used. Following the procedure, it was found that the knots were not tied properly and the suture let go/came undone. The doctor opined that the surgeon's error seems to be the problem.